Event description:
Rn states unk model peg was in place approx 1 year. Pt presented as an out pt for removal of peg due to ability to take oral feeding. When phy. Went to traction remove peg the dome separated. Phy scoped pt and dome was noted in pt's stomach. Phy used unk model forcep to remove dome.